Event description:
Caller reported that the display of the pump was scratched and possibly cracked, making it difficult to read and interact with. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump.